Event description:
The equipment was connected to the pt and an attempt was made to deliver pacing therapy to the pt, per acls protocol. The operator turned on the pacer, but reportedly the monitor displayed "check leads". Leads were checked, combination electrodes and battery were replaced in unsuccessful attempts at correction. The pt was not resuscitated.